Manufacturer narrative:
As reported in a research article, stenosis was noted 4 years after the valve was first implanted and then the stenosis progressed with calcification being found on the valve at explant 9 years after it was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The reported calcification noted could have contributed to the reported stenosis, however as the calcification could not be confirmed the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on (B)(6) 2013, a 21mm trifecta valve was successfully implanted due to failure of a previously implanted non-abbott mechanical valve. On (B)(6) 2017, it was observed that the cusps of the trifecta valve were partially reshaped., but stable, non-stenosing, and the valve was still functioning as expected. On (B)(6) 2018, it was observed that the cusps of the valve were thickened. No calcification was observed. The doppler indicated rapid stenosing degeneration of the aortic prosthesis. On (B)(6) 2019, the valve was observed to be stenosing and no leak was present. On (B)(6) 2019, the valve cusps were re-worked. Stenosis remained tight and stable, and no leak was present. On (B)(6) 2021, an ultrasound was performed and showed a very high gradient and a small grade I leak. On (B)(6) 2021, a systolic murmur was observed at the aortic focus. On (B)(6) 2021, the trifecta valve was stenosing and the valve cusps appeared calcified via ultrasound. The small grad I leak was still present and the patient was asymptomatic. On (B)(6) 2022, the patient was hospitalized to change pacemaker housing. Significant calcification of the valve cusps, a grade ii intra-prosthetic leak, and tight stenosis was observed. Systolic pressure was preserved at 65%. On (B)(6) 2022, the trifecta valve was explanted and a 21mm sjm regent heart valve w/flex cuff was implanted as a replacement. On (B)(6) 2022, the patient experienced sudden and persistent right chest pain. The patient was hospitalized, and an x-ray was performed that confirmed complete right pneumothorax. A surgical indication was retained with atypical resections of right apical bullous dystrophies (of the upper right lobe). Antagonization of coumadin was performed with 10mg of vitamin k, ppsb and norepinephrine, and ringer's lactate. On (B)(6) 2023, it was reported that the prosthesis was functioning normally.